Event description:
It was reported that this patient has received multiple inappropriate shocks in the past. The patient's smartpass was turned off recently due to smaller signal amplitudes. The entire system remains in service. No adverse events.

Event description:
It was reported that this patient has received multiple inappropriate shocks in the past. The patient's smartpass was turned off recently due to smaller signal amplitudes. The entire system remains in service. No adverse events. According to additional information, this patient received an additional inappropriate shock due to oversensing of noise. The noise was reproduced during isometric testing. X-rays and reprogramming were recommended. No additional adverse patient effects were reported. According to additional information, this s-ICD system was explanted. A new s-ICD system was placed at this time. It is expected for this product to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has received multiple inappropriate shocks in the past. The patient's smartpass was turned off recently due to smaller signal amplitudes. The entire system remains in service. No adverse events. According to additional information, this patient received an additional inappropriate shock due to oversensing of noise. The noise was reproduced during isometric testing. X-rays and reprogramming were recommended. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has received multiple inappropriate shocks in the past. The patient's smart pass was turned off recently due to smaller signal amplitudes. The entire system remains in service. No adverse events. According to additional information, this patient received an additional inappropriate shock due to oversensing of noise. The noise was reproduced during isometric testing. X-rays and reprogramming were recommended. No additional adverse patient effects were reported. According to additional information, this s-ICD system was explanted. A new s-ICD system was placed at this time. It is expected for this product to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shocks noted in the field; however, a definitive cause of this sensing behavior has not been determined.